Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for a normal follow-up. Review of the egms revealed device was far r-wave oversensing on the atrial channel. Programming changes were made. Patient was fine.